Event description:
The customer stated that her meter was reading higher than her liberty meter. While troubleshooting, she performed control tests and received results of 181 and 182 mg/dl. The normal control range is 95-132 mg/dl. The customer did not allege any adverse events due to the readings. The test strips are to be returned for eval, and replacement strips will be sent.